Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was not functioning during an implant procedure. The lead was subsequently returned and included a report that the lead helix would not extend after reposition. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead was not functioning during an implant procedure. Further follow-up did not yield any additional relevant information regarding this event. No patient complications were reported as a result of this event. The lead was subsequently returned and included a report that the lead helix would not extend after repositioning.

Event description:
It was reported that the lead was not functioning during an implant procedure. Further follow-up did not yield any additional relevant information regarding this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. Analysis indicates that the distal conductor is distorted. It was also noted that the helix/lobe is distorted/bent and that there was blood in/on the helix/lobe mechanism. Correction: event description was updated to remove that no follow-up information was received. It was received and indicated the helix would not extend correctly.